Event description:
It was reported that due to angina, on (B)(6) 2015 an elective procedure was performed and two non-abbott drug eluting stents (des) were deployed with difficulty to treat a lesion in the left anterior descending (lad) artery. On (B)(6) 2015, the patient experienced angina and dyspnea, and presented to the hospital with a myocardial infarction (mi). Angiogram revealed restenosis of the deployed unspecified stent implants, which was treated with deployment of two xience prox stent implants. Reportedly, the xience prox stent implants were deployed with good results and flow was restored. The procedure was completed with no reported device or procedure issues. In (B)(6) 2015, the patient experienced angina and developed a skin rash. The patient who has allergies to antibiotics, rubber, latex, and several foods is suspected to be having an allergic reaction to the deployed stent implants. The patient was prescribed an anti-allergen salve. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Therapy date has been estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. Angina and hypersensitivity are listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The xience pro device is currently not commercially available in the united states; however, it is similar to a device sold in the united states. The other xience prox referenced is being filed under a separate medwatch MFR number.